Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room after experiencing an elevated blood glucose (bg) level of 556 (mg/dl). Reportedly, the tubing became disconnected from the luer lock. While in the emergency room, the customer was treated with intravenous insulin and fluids. The customer was released later the same day with a bg level of 309 (mg/dl).